Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right common iliac artery in a femoral to femoral crossover case. A 8x100mm absolute pro was advanced to the lesion with no resistance. Deployment was initiated and the thumbwheel was being turned when resistance was noted. Some force was added but after approximately two turns of the wheel it was decided to remove the device because of the thumbwheel resistance. Under angio, it was noted that two meshes of the stent were already showing out of the delivery catheter and interacting with the vessel wall. When pulling back gently, the stent implant accidentally jumped in the left groin right at the bifurcation (non-target lesion). Two additional stents were deployed in a kissing-stent maneuver to embed the absolute pro stent and maintain good blood flow in and around the bifurcation so the vessel stays open in a good lumen. Another absolute pro stent was used to treat the target lesion successfully without issue. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Device code 2017-use of incorrect size of guidewire a visual and functional analysis was performed on the returned unit. The reported deployment difficulty, thumbwheel resistance and difficulty removing were unable to be confirmed as the stent was already fully deployed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product quality issue. It was reported that an 0.018¿ guide wire was used in this event. It should be noted that the absolute pro self-expanding stent system utilizes a 0.035¿ (0.89 mm) guide wire as indicated on the product label and in the instruction for use (IFU). Additionally, the absolute pro instruction for use states: ¿use a 0.035¿ (0.89 mm) diameter guide wire with the absolute pro .035 peripheral self-expanding stent system. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system.¿ in this event, use of an 0.018¿ likely contributed to the difficulties encountered during use. The investigation determined that the reported difficulties and subsequent medical intervention appear to be due to use of an undersized guide wire. Based on the reported information and evaluation of the returned unit, it is likely that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in partial deployment. The chatter marks noted on the entire length of the distal sheath are consistent with the sheath being bent over a tight radius with insufficient guide wire support. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.